Manufacturer narrative:
No detailed information from the distributor and hospital, and cause is unknown. However, a distributor's engineer checked the device with model eye on site and confirmed that the device worked properly and with no report on reoperation or medical intervention; therefore it is considered there is no risks of recurrence when the device is used adequately. Although this event occurred in a facility in colombia, this device is marketed in united state. Nidek determined that it is a reportable event as we became aware of that may have caused or contributed to a serious injury. [(B)(4)].

Event description:
Based on the axial length measured with the nidek eye axial length measuring device (model: al - scan), the distributor notified us that visual acuity problems occurred in patients who underwent iol surgery.

Event description:
Please see the initial MDR.

Manufacturer narrative:
We received additional information from the engineer of our distributor as follows: the surgery was operated based on the data measured by other manufacturer's device, and not related to nidek product. The measured data of nidek al-scan was not used, and therefore; al-scan device did not cause the reported problem. Based on the above information and the on-site investigation by the engineer, nidek determined that there was no malfunction in our device. Attachment: [cover letter_followup_8030392-2018-00006.pdf].